Event description:
Healthcare professional reported a device "appeared to be deflating during the expansion process", and "they were not able to put much volume in this expander at the time of implantation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Reason for reoperation: device appeared to be deflating during the expansion process. Device evaluation: visual analysis of the photographs identified: device patch with lot (or catalog) number it is not possible to see the batch number and catalog of the device due to the quality of the photos. A tissue expander device is observed which through the attached photo shows openings. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a device "appeared to be deflating during the expansion process", and "they were not able to put much volume in this expander at the time of implantation." Device has been explanted.